Manufacturer narrative:
Investigation findings: no lot code: with no means to determine the manufacturer/asset line and/or day of production, no further investigation on this individual complaint was performed. Complaints which are serious in nature are reviewed on a weekly cadence or for due cause to provide visibility and escalation. Complaints are also monitored for trending during our personal care complaint review process on a monthly cadence where a cross-functional team meets to review complaint trends, medical device reports (us and canada), and complaint-related corrective actions since no root cause was found, there is no corrective or preventive action that can be taken at this time. No further information is available at this time.

Event description:
This is a non-us event. The event occurred in (B)(6). The consumer stated that upon removal, the inner portion of the tampon pulled away from the cover, leaving the outer layer in the vaginal canal. Consumer was successfully able to remove the outer cover. She stated this was scary and unsafe. There have been three attempted contacts to reach the consumer, but we have not been successful. No medical intervention was necessary no further information is available at this time.